Event description:
It was reported that the patient presented for follow-up. An interrogation of the implantable cardioverter defibrillator (ICD) reveled that the patient had experienced three under-sensed beats during a non-sustained episode of ventricular tachycardia (vt). The arrhythmia self-terminated before the device before device detection. No interventions were made. There were no patient consequences.